Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds. The patient was seen under fluoroscopy and it was noted that the lead had dislodged. As a result, the physician elected to explant the lead and device and replace them both. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead was returned, with set screw marks noted on all terminal connectors, and drag marks noted on the is-1 terminal ring. The clear medical adhesive (ma) was torn/separated from the eptfe (gore) at proximal end of the spring electrode and the proximal spring stretched at this point. The clinical observations could not be confirmed as this lead passed all testing's.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.